Event description:
It was reported that an explant occurred seconary to an infection originating from the groin of the pt. Reportedly, the infection had been present since graft implant, 12-18 mos prior to this report. The explanted graft was not returned to MFR.